Event description:
(B)(4). According to the information received a user reported that some catheters feel rough. The users sometimes bleeds when she removes the catheter. The user stated that the catheters are uncoated and she is not using any lubricant. The end user has spoken to a doctor about this issue. She currently has a uti and is on antibiotics.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.